Event description:
New information received notes that no adverse symptoms were noted due to device, and no intervention was performed. No loss of pacing or telemetry loss was noted and the patient was in stable condition.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data.

Event description:
New information received notes that a new instance of the alleged premature battery depletion was noted on the device. No information regarding intervention or adverse patient consequences was reported.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's insertable cardiac monitor. No information regarding intervention or adverse patient consequences was reported.